Event description:
Customer reported getting erratic readings from their freestyle meter. Comparison tests were performed with the freestyle meter. The results were 113 mg/dl, 170 mg/dl and 131 mg/dl. The results differ by more than 20% and therefore, meet the MFR's definition of a malfunction.